Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge, with no resolve of the issue. Customer declined to continue to troubleshoot with tandem technical support. There was no reported adverse impact.